Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported, the patient stopped receiving effective therapy from her scs system. As a result, the patient underwent surgical intervention to address the issue on (B)(6) 2015. During the procedure, one tail of the existing lead was connected to the ipg and two leads (different model) were added to the system. Effective therapy was obtained after the surgery.